Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal unknown baclofen (unknown concentration, dose, and lot number) in an implanted pump for intractable spasticity. The medication start date was listed as (B)(6) 2016 with an end date of (B)(6) 2016. The pump was explanted on (B)(6) 2013 due to infection. No further information was provided. History: morphine allergy, (B)(6) gestation, chronic respiratory disease, tetraplegic cerebral palsy, acquired torsion dystonia, neurogenic bowel unilateral paralysis vocal cords, asthma medication, bilateral hip adductor releases (B)(6) 2003 colectomy 2012, (b)(5) 2012 pleural effusion non ambulatory. Concomitant drugs: g-tube baclofen (20 mg four times per day as needed), clonazepam (1 mg twice a day), tizanidine (2 mg 1 tab at bedtime and 1/4 tab three times a day as needed), and artane (5 mg 2 tabs am, 2 tabs noon one tab evening).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.